Event description:
A report was received that following an x-ray the patient's stimulation would randomly ramp up or turn itself off. The patient stopped using his device causing the ipg to go into hibernation mode. The patient attempted to charge his ipg but was unsuccessful. The patient chose to have his device explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device stimulation amplitude and timing was monitored. No intermittent anomalies were noted in the output. The ipg exhibited normal device characteristics. Therefore, the reported complaint the patient's stimulation could randomly ramp up in amplitude, or sometimes turn itself completely down was not duplicated or confirmed. Damage to the leads was a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that following an x-ray the patient's stimulation would randomly ramp up or turn itself off. The patient stopped using his device causing the ipg to go into hibernation mode. The patient attempted to charge his ipg but was unsuccessful. The patient chose to have his device explanted and was reportedly doing well following the procedure.